Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose of 550 mg/dl. Customer¿s current blood glucose was 327 mg/dl, 275mg/dl, 315mg/dl, 199mg/dl, 115mg/dl, 553mg/dl. The customer treated with the manual injection. Troubleshooting was done for high blood glucose and under delivery. Customer also stated that no delivery was found but issue was resolved by changing complete set. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement, basic occlusion, occlusion, prime and excessive no delivery tests.